Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the emergency room for a follow-up on (B)(6) 2023 with bradycardia. During examination of lead, it was noted that dislodgement caused the arrhythmia. After further assessment in clinic, chest x ray confirmed right ventricular lead dislodgement due to patient twiddling. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.